Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Product information for use states for urine measurement: before measuring the urine in the chamber, ensure that no urine is left in the tube. Lift the tubing above the chamber and hold for 10 to 15 seconds until the urine is flowing. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional information has been requested but has not been received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on: may 04, 2016. (B)(4).

Event description:
It was reported that a patient with a urinary catheter in place had expressed an urge to urinate. The urine had drained "down the urinary catheter but was stopped at the kombikon (sample port) on the time diurese set." Reporter stated "attempted to raise the hose several times, unsuccessfully. Tried then bladder irrigation and came much urine in the syringe." Reporter stated "put catheter back on the set but had still no urine in the set." The device was changed and "there arose spontaneously 150ml" of urine. Reporter feels it was a "possible siphon." No further information including treatment or outcome has been provided.